Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure the inflation device pressure gauge would not move. The 99% stenosed target lesion was located in the severely tortuous and calcified left circumflex. When inflation was performed with the encore inflation device the pressure gauge did not go up. The device was exchanged for another encore inflation device. No patient complications were reported and the patient's status is good.